Manufacturer narrative:
Continuation of d10: dtma1d1 crtd implanted: (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced possible inappropriate therapy due to right ventricular (rv) lead oversensing.  It was noted that the rv lead had a lead integrity alert (lia) triggered due to high sensing integrity counter (sic) and impedance variation.  High and undefined impedance was noted.  It was noted that the rv lead exhibited noise and oversensing.  It was also noted that the rv lead exhibited high capture threshold measurements.  It was further reported that the right atrial (ra) lead exhibited chronic high threshold measurements.  Both leads remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the therapy from the rv lead was confirmed inappropriate and it was noted that the rv lead also had a fracture. The rv lead and ra lead were explanted and replaced.